Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. Upon initial power up of the ventilator, the ventilator alarmed xdcr. The ventilator was opened up and visually inspected and found a small tear of the tubing of the analog board. Carefusion replaced the tubing to resolved the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was getting xdcr faults. It is unknown at this time whether there was any patient involvement associated with this complaint.